Event description:
I had lasik enhancement to my right dominant eye for better distance sight. Both lasik and prk were explained to me. I was under the impression that both were safe routine procedures with minimal potential for difficulties. My sight in my right eye was much worse after surgery. I informed my doctor and was examined. He found epithelial ingrowth and scheduled me for another surgery where this ingrowth was removed. Months later my vision was significantly blurred. I experienced a very dry eye and a difference in distance perception. I was forced to quit target practice because I could not focus on a target. I am a miner and I am in the dark 12 hours a day. I can no longer see properly in the dark. My miners lamp dominates my vision in the darkness. I see halos, "dirty" vision. Presbyopia was accelerated, and I now feel blinded in my right eye. My ability to do any kind of work in the dark is very difficult. I was scheduled to have a third surgery to correct the epithelial ingrowth and somehow talked in to having my left eye done also. I cancelled this appointment when I got home. I am very afraid to trust either eye to my doctor now. (B)(6).